Event description:
It was reported that flixene graft was implanted on (B)(6) 2025 and patient was having difficulties with getting dialysis. The vascular surgeon found that the graft had clogged up and had to go back for surgery. Upon opening the arm, it was discovered that the graft's layers had separated around the cannulation sites. Patient was unable to receive dialysis until the clogged graft was sorted out.

Manufacturer narrative:
Additional information regarding requirement for the additional surgical intervention was received on 23 sep 2025. Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Additional field: h6. Corrected field: h6- health effect ¿ clinical code. This complaint reports that a flixene graft (p/n 25129, l/n 517225) was found to have layer separation while in use, which led to the graft becoming clogged. The graft was implanted on (B)(6) 2025 and the issue was identified on (B)(6) 2025. It was used for dialysis in the meantime. The user reported that "the graft had clogged up" and upon examination of the graft it was discovered that "the graft's layers had separated around the cannulation sites." The device has not been returned for evaluation. Pictures of the graft were provided by the user. The provided pictures show a heavily cannulated section of graft. The cannulation sites are clustered very close together and the puncture holes are unusually large. There is no sign of layer separation identified in the pictures. No fraying or peeling can be seen. The IFU cautions users not to access the same site repeatedly, as it can damage the structure of the graft without giving it adequate time to heal over. This appears to be what happened in this case. A DHR review was completed and no anomalies in manufacturing were identified. There is no evidence to suggest that manufacturing, equipment, or design are related to the complaint root cause. The IFU provides adequate instructions for the use of this device and cautions the user on what tools to use while handling and cutting grafts. It also cautions the user to adequately separate puncture sites. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review was completed which found similar complaints, but none were confirmed to be a product defect related to this reported complaint description. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Neither the complaint nor a device nonconformance can be confirmed. However, the provided images do show that improper cannulation technique was used and is the most likely cause of this complaint, therefore the root cause is user error.